Event description:
An endurant ii stent graft was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the endurant stent graft system was advanced to the intended landing zone. However, during deployment of the stent graft, by turning the handle, there were difficulties. The physician stated that it felt like the handle was stuck while the stent graft was only partially deployed. The physician continued to powerfully turn the handle until there was graft cover movement again but the sheath would not react anymore. After manipulation of the delivery system, by forcefully twisting and turning something seemed to have cracked or separated and the stent graft completely deployed. The delivery system was removed from the patient and the iliac limb stent graft was implanted at the intended landing zone, perfectly. No patient was harmed. The physician does not know the cause of the event. No clinical sequelae were reported and patient is fine. No further information is available.

Manufacturer narrative:
Evaluation summary: the event was confirmed; there was difficulty rotating the external slider. The root cause of the event could not be conclusively determined; however, was most likely due to a surgical tape being jammed between the strain relief and graft cover.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.